Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device also declared eol after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that, during a follow-up procedure, it was noted this device had reached end of life (eol) battery status. Eol was reached due to a charge time of 34.3 seconds associated with a battery voltage of 2.66 v. It was alleged the device had reached eol prematurely. At the previous follow-up, the device was in middle of life 2 (mol2) battery status. The device was explanted and replaced. No adverse patient effects were reported.